Event description:
It was reported that customer¿s pump displayed malfunction alarm malf 9, which recurred even after being reset. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections as backup therapy, place pump in storage mode, and return device using prepaid label, while technical support arranged shipment of replacement pump and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.